Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that when the new device was connected and the lv threshold was performed, there appeared to be oversensing with nothing present on the egm or ECG. The device remained implanted